Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32x3.0 mm, concentric target lesion containing a >=90 degree lesion bend was located in a severely tortuous and severely calcified right coronary artery (rca). A 3.00x32mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The investigator observed that several struts in the centre of the stent had been raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The tip od was measured which was within specification. The balloon stent protector was not returned to the complaint investigation site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).